Event description:
The customer reported the ventilator was autocycling at a high breath rate during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the exhalation valve to correct the reported problem. Extended self testing and performance verification testing was completed and the ventilator passed all tests per operating specifications.